Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported stroke could not be determined through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient had altered level of consciousness just after midnight. Stat CT brain scan revealed concern for a trace subarachnoid hemorrhage. A follow-up scan completed several hours later showed increase in bleeding. Small foci of subarachnoid hemorrhage over the cerebral convexities was found to be worsening from earlier that day, reportedly likely related to the patent's supratherapeutic inr. The patient was evaluated by neurology after an episode of tremors and eyes rolling back. Anticoagulation had been warfarin, but last dose was on (B)(6) 2017, due to elevated inr. The patient was transfused one unit fresh frozen plasma (ffp) in response to supratherapeutic inr and bleed. Hemoglobin and hematocrit (h/h) was decreasing and packed red blood cells (prbcs) were administered. The patient did not receive any aggressive surgical or other treatment. It was reported on (B)(6) 2017 that the patient had extensive comorbid conditions at the time of the event and had been re-hospitalized since (B)(6) 2017. The patient was neurologically back to baseline, but there was no recent scan showing resolution of bleed. Patient was seriously deconditioned related to overall status and did not remain hospitalized solely for this incident.